Manufacturer narrative:
Pt info was not available at the time of this report. Site rec'd add'l training on emitter placement and axiem procedures. Software functioning as designed.

Event description:
A site rep reported a problem tracking during an ent surgical procedure. She communicated that the surgeon was able to successfully register the pt via tracer registration. In navigation she said the surgeon reported intermittent tracking. A medtronic rep walked through troubleshooting with the site rep and explained the importance of axiem placement. Physician eventually elected to continue w/o using the fusion navigation system. There was no impact on the pt outcome.